Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th12 to treat pseudarthrosis and a vertebral fracture due to a fall. It was reported that "upward" cement leakage was confirmed but additional treatment was not required. The patient was discharged 8 days post-op and no complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.